Manufacturer narrative:
H6 update: the previously applied device codes a141204 (c62859) and a160102 (c63310) are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient was described as male. The patient¿s age and weight were unknown. The physician didn¿t want to re-interrogate now with the clinician programmer tablet. The patient was to be seen again in december. The physician felt that it was not a motor stall because the product / drug retrieved showed that there was use. It was further reported that the code error appeared still, but the surgeon told the company representative that the pump works, and they will review the patient in december. No further actions were taken.

Manufacturer narrative:
Section d updated to reflect the device information received on 2021-nov-15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, patient, foreign) regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that a motor stall occurred, and the patient experienced a return of symptoms. The patient was admitted to (B)(6) showing withdrawal symptoms. At pump interrogation, the clinician programmer displayed a service code 99. The code / message seen indicated that the pump was stopped for 1092 hours regarding a motor stall that occurred approximately 45 days ago. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). No alarm was heard/noticed. It was further reported that it seemed though around one month ago (to be confirmed) that the patient had an MRI (magnetic resonance imaging) scan. Only now the patient was reporting therapeutic issues. The patient did not hear the critical pump alarm and was not showing any withdrawal effects till today. It was being considered that to understand if the pump is in telemetry mode, the physician should re-interrogate the pump to see if the motor stall is recovered. Emptying the pump to see if the expected volume is equivalent to the retrieved volume of drug was also being considered.